Event description:
The customer reported via phone call they were currently hospitalized with severe diabetic ketoacidosis. Customer also reported they were hospitalized because the insulin pump malfunctioned. It was found the escape and act buttons did not work on the insulin pump. The customer stated their blood glucose was over 600 mg/dl at the time of incident. Customer's current blood glucose was 204 mg/dl. The customer was treated with insulin at the hospital. Troubleshooting was not completed for the insulin pump. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.